Manufacturer narrative:
(B)(4). The sample has been received and upon completion of the investigation, a follow-up medwatch report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This peritonitis report is related to the report submitted for the transfer set involved under report number 1423500-2010-00851. Although the initial report indicated that the event involved the transfer set which got loose from the titanium adapter, on 06/04/2010, baxter received the transfer set (code: r5c4325, batch: h09a02088 or h09b23058) and the titanium adapter (code spc4129, batch 09g20h35 or 08l12h35) for evaluation. Therefore, the assumption is that the allegation is now against both products. The patient developed peritonitis and is still being treated with antibiotics. The antibiotic treatment has been adapted to a special germ after its isolation. The patient has been performing continuous ambulatory peritoneal dialysis (capd) since (B)(6) 2010 with physioneal 40 1.36% 2 liters, 4 times daily and extraneal for nephrotic syndrome. The disconnected transfer set was on the patient since (B)(6) 2010. After the transfer set got loose from the titanium adapter on (B)(6) 2010, the patient developed cloudy dialysate and was diagnosed with peritonitis caused by (B)(6) 2010. The patient was treated for peritonitis with cephazolin (1 gram, once daily, intraperitoneal, from 04/12/2010 until 04/16/2010), gentamycin (40 milligrams (mg) twice on (B)(6) 2010 and once daily starting on (B)(6) 2010, intraperitoneal), and vancomycin (500mg, three times per week, intraperitoneal starting on (B)(6) 2010). The patient's therapy with physioneal 40 1.36% and extraneal continued unchanged. The reporting nurse considered that the events were unrelated to therapy with physioneal 40 1.36% or extraneal. The patient recovered and the adverse event was resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Evaluation summary: the titanium adapter involved in this incident was received for evaluation. Visual inspection and dimensional analysis of all relevant boxed dimensions was performed and no issues were noted. An under-water leak test was performed on the connection between the returned spc4129 titanium adapter and the returned transfer set and no issues were found. The connection between the returned spc4129 titanium adapter and a separate mating component of a transfer set was functionally tested and no issues were noted. This complaint was not confirmed based on this evaluation. A manufacturing batch record review for the two lots that were indicated to possibly be the lot involved (09g20h35 and 08l12h35) was performed and there were no issues detected during the production of these batches related to the nature of this complaint.